Event description:
It was reported that the smoke evacuator on the neptune rover with smoke evac and power pole was not functioning correctly during a procedure. The case was completed successfully without any procedure delay. There was no medical treatment or intervention required as a result of the event and no adverse consequences.

Manufacturer narrative:
The manufacturer field service technician found that the vacuum motor speed was compromised and would not run continuously. The technician removed and replaced the vacuum motor and returned the unit to service.